Event description:
A customer contacted global technical services (gts) regarding a separation of the patient line from the bag on the homechoice (hc) unit during drain 2/5. The caregiver (cg) stated that one of the bags fell and the spike came out. The cg stated that she needed assistance to start over with new supplies. The technical service representative (tsr) assisted the cg with ending therapy early. The cg confirmed therapy ended and she would start over with new supplies. On (B)(6) 2010 product surveillance spoke with the home patient's daughter who stated when she was adjusting the spike, the connector came out. The daughter stated the supply bag did not fall. The daughter confirmed her mom was feeling fine and had no adverse reactions from this incident. The sample was discarded and the lot number was unknown. There was no injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.